Event description:
As reported: was notified that patient from earlier today went to the operating room with a retroperitoneal bleed. Additional information on (B)(6) 2022: patients blood pressure dropped on floor about 20 minutes after getting off the table, they started vasopressors, the patient had arm weakness, and they called a stroke alert. During evaluation, the patient's hemoglobin dropped three points, the hospital performed a head CT (rule out stroke), and also scanned the abdomen where they found the retroperitoneal (rp) bleed. According to the vascular surgeon, he took an angiogram, and the access site was higher than the inguinal ligament which was why it was bleeding. He said the manta looked to be deployed correctly. He placed a covered stent (unknown size), and the patient stabilized and was weaned off vasopressors. While performing the case the physician refused to take a pre or post angiogram or fluoro when getting access. Additional information on (B)(6) 2022: during a tavr heart valve procedure, micro puncture single access was obtained under ultrasound in the cfa. The cfa measured greater than 8.5mm and reported to no vessel calcification and no tortuosity. Manta depth was measured at 6cm. During the tavr procedure, there were no reported issues with advancing and withdrawing procedure sheaths. Prior manta deployment, bp was 120/67 and act was 240. The manta was deployed at the measured deployment depth and hemostasis was achieved in less than a minute. Additional information on (B)(6) 2022: per the surgeon the patient did receive a blood transfusion, however the units that were transfused are unknown. The patient received a covered stent a few hours later. The patient is reported in stable condition.

Manufacturer narrative:
An investigation has been opened to review device history record and risk documentation. A follow-up report will be submitted upon completion of the investigation.

Manufacturer narrative:
The device was not returned for investigation. No return product evaluation could be completed. The device lot history record review indicated no non-conformities related to this lot, therefore, supporting the device met material, assembly, and performance specifications prior to shipment. Based on the information submitted, following a tavr procedure, an 18f manta was deployed for closure. The artery access location could not be determined due to physician refused to fluoroscopy or take pre or post angiograms. Ultrasound and micropuncture were utilized to gain access. The arteriotomy was 8.5mm, no calcification or tortuosity, and a depth measurement of 6cm. No issues were encountered advancing or withdrawing of the procedural sheaths. Following deployment, hemostasis was less than a minute. Twenty minutes after the patient was removed from the table, the patients bp dropped and was experiencing arm weakness. Vasopressors were started, stroke alert called, and the patient received an unknown amount of packed blood cells. Later that day, the patient's hemoglobin dropped, and a head CT was performed to rule out stroke and a scan of the abdomen which revealed an rp bleed. The vascular surgeon mentioned the manta appeared to be deployed correctly, and the access site appeared to be positioned higher than the inguinal ligament. A few hours later, the surgeon chose to deploy a covered stent which stabilized the patient, was taken off the pressors and remained stable. The IFU warns do not use manta if the puncture site is proximal to the inguinal ligament or above the most inferior border of the epigastric artery (iea), as this may result in retroperitoneal bleeding. Additionally, potential adverse events related to the deployment of vascular closure devices include retroperitoneal bleeding, and its consequences, because of failed closure in the setting of an access above the inguinal ligament or the most inferior border of the epigastric artery (iea), and other access site complications leading to bleeding, hematoma, pseudoaneurysm, or arterio-venous fistula, possibly requiring blood transfusion, surgical repair, and/or endovascular intervention. Precautions if bleeding from the femoral access site persists after the use of the manta device, the physician should assess the situation. Based on the amount of bleeding, use manual or mechanical compression, application of balloon pressure, placement of a covered stent, and/or surgical repair to obtain hemostasis.